Event description:
Pt was revised to address tibial and femoral loosening. Poly wear and osteolysis were noted intraoperatively.

Manufacturer narrative:
Examination was not possible as no product was returned. A search of the warsaw and international complaint database did not find any add'l reports for the tibial tray product code/lot provided. No review could be done for the femoral or insert as the product code/lots were not provided. Although the investigation could not verify or draw any conclusions about the reported event based on the provided info, it would not be unreasonable to expect some wear after approx. 10 years of implantation. The need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.